Event description:
It was reported that this far-field atrial over-sensing was observed from this brady device. Boston scientific technical services was contacted, and the sensitivity was adjusted to resolve the event. Information was requested regarding the specific device details, but no further details were able to be provided. This device remains implanted and no adverse patient effects were reported.